Event description:
The sheath introducer disconnected at the hub during removal from the pt. Surgical intervention was required to remove the separated portion of the introducer. There were no add'l complications.

Manufacturer narrative:
Evaluation indicates that there were no material or mfg defects present. Conclusion is that excessive force was applied by the user causing the separation.